Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding "). The patient was treated with surgery (partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain: pelvic") and menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: nuvaring. Past adverse reactions to the above products included endometriosis with nuvaring. Concurrent conditions included uterine bleeding and pelvic congestion. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (she underwent laparoscopic assisted vag hysterectomy bilateral salpingectomy- (B)(6) 2017 due to complaint) and surgery (novasure endometrial ablation ((B)(6) 2016)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: (B)(6) 2016, she underwent novasure endometrial ablation for menorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, confirming menorrhagia, abnormal vaginal bleeding, dysmenorrhea." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information was added. This case concerns adult patient. Her historical medication and concurrent condition was added. Essure indication was amended. Essure lot number was added. Essure insertion and removal date was updated. Her concomitant medication was added. Per plaintiff fact sheet: abnormal bleeding (vaginal), dysmenorrhea (cramping) and she did not undergo essure confirmation test were added. Previously reported "menstrual bleeding" was clarified as "abnormal bleeding (menorrhagia). She was recovering from pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain: pelvic") and menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)") in a 22-year-old female patient who had essure (batch no. C22912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: nuvaring. Past adverse reactions to the above products included endometriosis with nuvaring. Concurrent conditions included uterine bleeding and pelvic congestion. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2017 and sertraline since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she underwent laparoscopic assisted vag hysterectomy bilateral salpingectomy (B)(6) 2017 due to complication) and surgery (novasure endometrial ablation ((B)(6) 2016)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage was resolving and the depression, anxiety, anaemia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: (B)(6) 2016, she underwent novasure endometrial ablation for menorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, confirming menorrhagia, abnormal vaginal bleeding, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression and mental anguish, blood or heart disorder/condition type: anemia, fatigue, abdominal area pain. Outcome of event menorrhagia, vaginal haemorrhage and dysmenorrhoea were update from unknown to recovering. Onset date of event vaginal haemorrhage, dysmenorrhoea, pelvic pain were updated. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain: pelvic") and menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)") in a 22-year-old female patient who had essure (batch no. C22912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: nuvaring. Past adverse reactions to the above products included endometriosis with nuvaring. Concurrent conditions included uterine bleeding and pelvic congestion. Concomitant products included medroxyprogesterone acetate (depo provera) from 20-apr-2015 to 13-apr-2017, paracetamol (acetaminophen) and sertraline since august 2014. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 12 days after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), anaemia ("blood or heart disorder/condition type: anemia"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). The patient was treated with surgery (novasure endometrial ablation (B)(6) 2016 and she underwent laparoscopic assisted vag hysterectomy bilateral salpingectomy- apr2017 due to compli). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, anxiety, anaemia, fatigue, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: 18feb2016, she underwent novasure endometrial ablation for menorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, confirming menorrhagia, abnormal vaginal bleeding, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet- new event low back pain were added. Outcome of pelvic pain, menorrhagia , vaginal haemorrhage, dysmenorrhoea updated to recovered / resolved. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain: pelvic") and menorrhagia ("menstrual bleeding / abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22912) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: nuvaring. Past adverse reactions to the above products included endometriosis with nuvaring. Concurrent conditions included uterine bleeding and pelvic congestion. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (she underwent laparoscopic assisted vag hysterectomy bilateral salpingectomy (B)(6) 2017 due to compli) and surgery (novasure endometrial ablation ((B)(6) 2016)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: per medical record: (B)(6) 2016, she underwent novasure endometrial ablation for menorrhagia. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, confirming menorrhagia, abnormal vaginal bleeding, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.